Manufacturer narrative:
At the time of the complaint and investigation, the reported lot had expired. An in-house investigation on lot 151112 was not able to be conducted. Manufacturing batch records for lot 151112 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) related to lot number 151112 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a sample (unknown type) tested with the alere determine hiv 1/2 ag/ab combo. Date of event was not provided. The patient was confirmed (B)(6) by an unknown method. There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted (B)(4) to (B)(4) 2018 at alere (B)(4), inc. ((B)(4)).